Event description:
Occurred during pre-treatment mv imaging: patient supraclav field being treated (half beam blocked). Therapist noticed that the digital crosshair was = 1.6cm shifted (in the y direction) from block edge during pv mv exposure. No error message. Image was saved to impac. Physicist took a photo of screen. Since this occurred the event has been noted twice more- one on daily qa imaging (september 3rd) once on ap/pa hip patient (28 september) and imager was shifted to capture both ends of the large field. All events have occurred on the trilogy linac. 4ditc & ob workstations were rebooted. Morning qa phantom imaged after reboot, verified digital crosshair in right place.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a malfunction in the device. Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.